Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed an impedance/resistance decrease. Min/max right ventricular (rv) pace impedance trends show a slight decrease in impedance. From (B)(6) 2009 through (B)(6) 2010, trends show a total decrease of 100 ohms. Max rv impedance measures 728 ohms on (B)(6) 2010.

Event description:
It was reported that lead experienced noise leading to inappropriate pacing and pacing inhibition. Lead is still in use. An additional pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.